Event description:
Per the clinic, the patient developed drainage and soreness at the implant site. Cultures returned negative for infection; however, the patient was treated with an antibacterial ointment.